Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 1067 lifetime ventricular sic occurred since (B)(4) 2013. Additionally, 9 non-sustained tachycardia and 5 lead failure predictor episodes were recorded between (B)(4) 2013 and (B)(4) 2013. The lead integrity alert (lia) was triggered on (B)(4) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic. The ventricular pace impedance rose from an approximate baseline of 500 ohms to greater than 4000 ohms the week ending (B)(4) 2013.

Event description:
It was reported the lead alert triggered and the patient presented to the hospital. The right ventricular lead exhibited high impedance measurements and noise. During the lead revision procedure, several attempts were made to check the integrity of the lead and the connections to the device and noise was always present. The lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).